Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify missing segments/partial display due to blank display. Unit had moisture damaged motor assembly. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was over 600 mg/dl at the time of the call. The customer did not return the product back for analysis. The customer states that there is fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.